Event description:
Routine complaint investigation when a consumer reported receiving incorrect test strips in a retail store purchased precision xtra box of strips. The strips inside the box were also expired. If the combination of calibration codes were used to perform an assay, a clinically significant reading could be obtained. There was no death, serious injury, medical intervention or mistreatment associated with the event.